Event description:
The lead was explanted due to an insulation degradation and fracture.

Manufacturer narrative:
The reported insulation and fracture were confirmed. A partial lead was returned for analysis. Analysis revealed both outer and inner insulations were fractured. Sem analysis revealed all filars of the distal coil were fractured from continuously cyclic bending at the distal end of the ring assembly which is the distal end of the connector assembly. The outer insulation to the rv lead was damaged. The electrical characteristics of returned portion exhibited normal coil continuity.